Manufacturer narrative:
The electrode lot number was aey with an expiration date of 15-jun-2025. The field service engineer found there was an issue with the vacuum nozzle. He replaced the sipper nozzle and vacuum nozzle. He ran multiple ise checks and all passed per specifications. He ran ise calibration and precision testing which all passed per specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The samples were repeated on another roche ise analyzer. Sample 1 initial sodium result was 151 mmol/l and the repeat result was 141 mmol/l. Sample 2 initial sodium result was 149 mmol/l and the repeat result was 139 mmol/l. The initial reporter could not provide information regarding if the questionable results were reported outside of the laboratory. The repeat results were believed to be correct.